Manufacturer narrative:
Concomitant products: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type pump; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had a bad experience with a dye study. Additional information has been requested regarding the nature of the event, diagnostics or troubleshooting performed, the cause of the dye study, and the patient outcome. A supplemental report will be submitted if additional information is received.